Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter received with the original box, pouch, and a hoop. The batch number on the packaging and device matched the batch number for this complaint. There was blood in the inflation lumen and in the balloon. The device was soaked in a water bath to loosen the blood prior to functional testing using an inflation device filled with water connected to the inflation port. The device was inflated and a balloon leak was noted. Examination under magnification revealed balloon pinhole over the distal edge of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% chronic totally occluded target lesion was located in a severely calcified and moderately tortuous right posterior tibial artery and the plantar artery. A 1.5mm x 20mm x 143cm coyote¿ es catheter balloon was selected to dilate the lesion. The device was advanced to the right posterior tibial artery and the balloon was dilated at 6 atmospheres. It was then advanced to the plantar artery, the physician inflated the balloon but the balloon got ruptured at 8 atmospheres. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% chronic totally occluded target lesion was located in a severely calcified and moderately tortuous right posterior tibial artery and the plantar artery. A 1.5mm x 20mm x 143cm coyote es catheter balloon was selected to dilate the lesion. The device was advanced to the right posterior tibial artery and the balloon was dilated at 6 atmospheres. It was then advanced to the plantar artery, the physician inflated the balloon but the balloon got ruptured at 8 atmospheres. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).